Event description:
The reporter stated that the diameter of the screw is normally 3mm but one screw was smaller and could fit into a 2.7mm hole. The product was not in contact with a patient. Patient injury or death is not alleged.

Manufacturer narrative:
The product was returned to integra for evaluation. The returned product was measured and the defect was confirmed. The diameter of the threaded part was 2.7mm instead of 3.0mm. A review of the manufacturing record found no anomalies during the manufacturing period of the product. The products have been manufactured in october 2007. Two different batch numbers have been laser marked at the same date and by the same operator: part number 117112 - batch e9r3 (from which the non-conformity was detected); part 117012 - batch e9qy. These two batches may have been mixed during this step although the quantities reported on the control sheet for each batch shows consistency between quantities machined and quantities released. Among the 5 screws from the same batch e9r3 manipulated by (B)(4), only one screw presents an incorrect diameter. No other similar complaint was reported. A review of the complaint system showed that this incident is the first for a non-compliant diameter of snap-off screw (for the past two years) which was reported. (B)(4). Given the description of the event and the observations made during inspection, the root cause is a manufacturing error. Based on the results of the health hazard evaluation, a negligible risk of limited adverse health event consequences has been assessed. No field action is deemed necessary. A corrective and preventative action plan has been opened. The reviews of the supplier inspection specifications and the newdeal internal inspection specifications have been performed. An audit of integra complaint files showed that this complaint report had not been submitted. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.